Event description:
Endo-model knee prosthesis system: the patient had a previously implanted endo rotational knee which was observed to be unstable. Un-normal lateral and medial rotation was observed. On removal of the implant, it was observed that the poly liner bushing on the femoral component that rotates with the tibial component was damaged. Polyethylene debris was found. Patient was re-operated. The surgeon opted for a knee spacer to replace the dysfunctional endo rotational knee prosthesis. A replacement implant of the similar type was not implanted and the patient has lost function of the right knee.

Manufacturer narrative:
Method: review of production and quality system records. No issue found. The prosthesis shows bone cement on the articulating surfaces. As the bone cement must be placed by the surgeon on the stem and away from the articulating surfaces, we determined that the failure was caused by the user during surgery. Therefore we consider this issue as an individual case. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the endo-model knee prosthesis system also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.